Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. The pacemaker exhibited failing to capture upon lead connection. The physician replaced the pacemaker during procedure to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of device failing to capture was not confirmed. Analysis was normal. No anomalies were found.